Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of MFR number 0001825034-2020-01560.

Event description:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of MFR number 0001825034-2020-01560.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision procedure approximately 10 years post implantation due to metallosis with suspicion of armd reaction. Attempts have been made and additional information on the reported event is unavailable at this time.